Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to dislodgement and because this lead was no longer working properly. This lead will not return as it was destroyed during laser extraction and the fragments were sent to lab for analysis. No additional adverse patient effects were reported.